Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the ultrasonic knife host frequently prompted a message indicating the pressure on the knife head was too much and to replace the instrument. The nurse pulled out the instrument and tested it again, but the test failed. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported issue. The harmonic insert was connected to and tested with an in-house energy generator. The harmonic insert passed the energy recognition with no issues. The blade was not found to have any damage. Additional findings not reported by site: the harmonic ace insert was found to have the teflon pad dislodged. The teflon pad was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse.